Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight and event information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-32910. It was reported that one of the patient's leads migrated. A patient fall was reported to have occurred shortly after the implant procedure on (B)(6) 2020. As a result, surgery occurred to explant and replace the lead, which resolved the issue. Therapy was restored post-operatively. It is unknown which lead migrated so both leads are being reported.